Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support (tts), it was discovered that the customer was charging the pump with a tandem-provided charging cable inserted into a computer usb port. Tts advised customer against using a third party wall adapter or usb port to charge the pump. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.